Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 526 mg/dl, hi (>600 mg/dl) and 233 mg/dl. No adverse event reported. Test cassette is no longer available. Requested return of meter for evaluation